Manufacturer narrative:
Continued e1 phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional, through regulatory agency, reported "rupture with extracapsular silicone diffusion", "deflation", "inflammation", "folds", "waves", "rotation" and capsular contracture baker grade IV. This record is for the right side. The device was explanted.